Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 97745, serial# (B)(4), product type: programmer, patient. Analysis results for the patient programmer were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for failed back surgery syndrome and spinal pain. It was reported that the controller was not taking a charge. The patient said they plugged the controller into the outlet and it had been charging since last night. The patient said he could not get it to charge his implantable neurostimulator (ins). The patient said he can wake it up when it is plugged into a wall outlet, but it will not wake up at all any other way when it was disconnected. The patient said he has the battery in properly, and he had been disconnecting/reconnecting. It said low charge when the patient checked last night, so he took out the (B)(6) batteries and put the other rechargeable batteries in the proper way. Now, he could not get it to power up, the screen remains dark and blank. The patient said the battery was empty when he tried to wake it up this morning. The patient said when plugged into the wall outlet, it looked for device, but the controller does not get past the looking for device screen-screen 15, 16, or ,17. No device found. The patient said when it was unplugged with the recharging antenna in it, he had a dark screen. The patient said stimulation stopped last night. The issue was not resolved with troubleshooting during the call. The patient called back and said the controller was still the same. A replacement battery pack and controller were sent to the patient. No further complications were reported/anticipated.

Manufacturer narrative:
Information references the main component of the system and other applicable components are:product ID (B)(4) serial# (B)(4) product type programmer, patient: fdr code (B)(4) applied to the patient programmer (serial # (B)(4)). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial#: (B)(4), product type: programmer, patient. Analysis found no anomalies on the patient programmer. If information is provided in the future, a supplemental report will be issued.